Event description:
The manufacturer received information alleging a ventilator's settings could not be changed. The device was not in patient use. The device will not be returned to the manufacturer for repair as per the customer.